Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the unit noted a staple jammed in the e-piece and the handle was jammed in the actuated position. The dlu was noted to be improperly loaded. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of a improperly loading the dlu. When the dlu is damaged or loaded improperly it causes the unit to return to be unable to return to the neutral position and may result in jammed staples. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, while closing of the mesentary window, the device partially fired, one staple could be fired, but the second was not possible because of the blockage. They opened another device to complete the case and resolve the issue. The patient is alive with no injury.